Manufacturer narrative:
The investigation into the hemolysis has been completed. The device was not returned for investigation. Data logs showed pump ran without issue for entire case. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 73-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient was experiencing hemolysis. The impella cp was upgraded to a 5.5 and the patient is doing well